Event description:
This complaint is more about the design features of the product. A new user was stabbed in the hand by the internal stylet because when it was removed from the cannula, and placed on the tray it did not lay flat (horizontal), but instead balanced on the blue t-handle end, leaving the stylet vertical, and in the air. It is thought that the blue end of the stylet when removed from the cannular is too heavy, and not concave enough, so it sometimes ends up balancing on the tray.

Manufacturer narrative:
No complaint sample was provided for eval, therefore, we were unable to determine the exact cause for the issue reported. An eval of a current tin3018 needle assembly did not identify any systematic design issues that may provide a higher probability of occurrence of the stated failure mode. A review of complaint data did not identify any previous complaints of a similar nature. A review of applicable mfg procedures did not identify any issues that may have contributed to the reported failure mode. A device history review could not be performed since a lot number was not provided.